Manufacturer narrative:
(B)(4). Batch # r58n7c. Expiration date is 4/28/2023. Device manufactured date is 5/28/2018. Investigation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received with several b formed staples on the drivers, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: cutting issue. It was reported that during the laparoscopic low rectectomy surgery, when severing the rectum,could not cut the tissue and b shape staples were deployed but not in the tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.